Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedance was confirmed with six of the eight electrodes of the lower lead. It was noted the lead in question was ¿presumably the lead of 60 cm.¿ it was noted that ¿wear of the lead¿ may have led or contributed to the issue and that the patient¿s physician observed the cause of the issue to be that the product had ¿a tendency of lead fracture.¿ the patient¿s device was reprogrammed and the issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient¿s satisfaction decreased. The patient¿s 60 cm lead was replaced with a new 75 cm lead as a result of the event and the issue was resolved. Analysis of the lead was requested ¿to know where the inside conductor was fractured.¿ there were no further complications reported or anticipated.

Manufacturer narrative:
Device evaluation: analysis of the lead found all conductors were broken 12.4 cm from the distal end. (B)(4). If information is provided in the future, a supplemental report will be issued.